Event description:
The hcp reported that the device was explanted. No reason was given for the explant. The device was returned to the manufacturer for analysis. Additional information regarding this event is not available.